Event description:
Surgeon reported that the infusion line did not hold and it was disconnected during a vit-ret surgery. Cassette was changed during surgery. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).